Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the provided patient files dated on (B)(6) 2025 led to the following observations: since on (B)(6) 2025, ventricular autosensing histograms showed sensing near the borderline zone during vf, which could indicate potential sensing issues at ventricular level. Since on (B)(6) 2025, rv lead impedance and rv coil continuity measurements were stable and within normal range - several non-sustained episodes are recorded in the device memory. None of those episodes didn't show non-physiological signal. On (B)(6) 2025, the 3 vf episodes recorded in the device memory, showed ventricular noise oversensing, with a noise pattern regular and superimposed with physiological signals, leading to the charge (without delivering inappropriate therapy). The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz. Note that the implant manual warns the patient about the ¿potential risks of defibrillator malfunction if he is exposed to external magnetic, electrical, or electromagnetic signals¿: based on available data, no issue is suspected on the subject crtd. However, careful monitoring of this phenomenon should be performed upon each follow-up.

Event description:
Reportedly, on remote follow-up report from 8th of july 2025, on (B)(6), there are noisy episodes in atrial and ventricular channels classified as ventricular fibrillation, not treated. Patient said she was having a shower at that moment. Although external interference is suspected, doctor is asking for a technical analysis.